Manufacturer narrative:
Unk. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -6.5/2.0/70 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6)2023, the lens was exchanged for a same length lens, implanted vertically due to excessive vault. Reportedly, "the second icl is a vertical implant." The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Claim #(B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial dry and with residue/debri on the lens. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).